Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy procedure, on the tenth seal, the device's knife was hard and difficult to be run. A new device was used to complete the case. There was no regrasp alarm but there were sealing tone and end tone. There was no patient injury.